Manufacturer narrative:
G4:08dec2020 b4:(B)(6)2020 the customer has declined philips repair of the device. The customer has only provided information the unit is repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported a ventilator with a touchscreen failure. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.